Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The gas inlet valve (giv) solenoid was replaced to resolve the reported issue. Customer contact reports no patient information available. (B)(4).

Event description:
The hospital reported an error that results in the loss of mechanical ventilation. The patient was manually ventilated. There was no report of patient injury.